Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gynecologic laparoscope's light goes out and turns purple. The issue was found during a laparoscopy procedure. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit (r-unit) is broken and therefore the image is green, the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low and the fiber bonding in the outer tube area (distal end). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit (r-unit) is broken and therefore the image is green was due to a component failure. The cause of the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low and the fiber bonding in the outer tube area (distal end) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.